Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had his audio processor upgraded in (B)(6) 2018 and initially had no issues with hearing when using the device. The recipient contacted the clinic a week later and reported that he could no longer hear with the device. The recipient was re-implanted. As per device explant report, the recipient reported crackling noise followed by loss of hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was upgraded from an opus 2 to a sonnet last week and initially had no issues with hearing when using the device. Today the user contacted the clinic and reported that he could no longer hear with the device.